Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had an explant surgery approximately 1 month after implant surgery due to an infection. It was not specified if the generator and lead were both explanted or if it was just the generator. The neurologist reported that the patient's seizures would be evaluated prior to deciding if he should be re-implanted. The device history record for the implanted generator was reviewed and verified that the generator was sterilized per manufacturer's specifications prior to release for distribution. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's lead was also explanted due to the infection. Note that the re-implant will not be reported as irrelevant to the infection captured by this MDR. No further relevant information has been received to date.